Manufacturer narrative:
On 09/19/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the blood sampling valve (bsv) and manifold 10 resolving the issue. (B)(4).

Event description:
Customer reported the latron primer results were high when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.